Event description:
It was reported that the patient is being monitored due to low sensing and possible micro dislodgement. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.